Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred during the morning of (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿107mg/dl¿ with the subject meter and a result which was ¿40-50mg/dl¿ lower than this on another unspecified meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and took an increased dosage of 8 units of ryzodeg as a result of the alleged elevated subject meter result. An unspecified period of time after this, on the same day the alleged inaccuracy occurred, the patient developed symptoms of ¿dizzy, nauseous and fatigue¿. In response to these symptoms the patient self-treated with glucose tablets and lay down for two hours and reportedly felt better after this. The patient did not seek any medical attention due to this. At the time of troubleshooting the csr noted that a control solution test which was performed fell out with the acceptable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.